Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open blisters under right breast and back. Patient describes irritation as weeping and painful. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of lifevest due to the skin irritation. Follow up indicated that the irritation is improving.